Event description:
Premicath catheter snapped off while removing. Catheter placed: (B)(6), date of event: 01.04.2025. Removal of the catheter tip was necessary, child in stable condition placement of the premicath with 24g needle (not from vygon) on 28.3. X-ray check carried out - premicath tip in the right place. On 4.4. Ultrasound examination and cardiac echo routine carried out - it was found that the catheter tip was far into the atrium. Tried to withdraw the premicath accordingly. To pull back the catheter, a stylet was taken from a new premicath and inserted into the lying premicath to stabilize the catheter. After pulling back approx. 1 cm of the catheter tip was torn off. The end of the premicath remained in the child. Explantation of the catheter tip from the pulmonar artery in the (B)(6). Child was transferred by emergency. The catheter tip could be retrieved (but was discarded). The child is now doing well again according to the circumstances (B)(6).

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
Correction: the date of event was incorrectly listed as 4/1/2025 in the initial report. The correct date is 4/4/2025. We received two unopened sterile samples and a defective sample. The defective sample contained the catheter, which snapped into a total of three pieces, and the stylet. The first fragment of the catheter tube extended from the tip of the catheter to proximal to the 11 cm marking, the second from distal to the 12 cm marking to proximal to the 29 cm marking, and the third fragment from distal to the 30 cm marking to just beyond the pink adapter. An IV cannula was attached to the pink adapter and the extension line was cut off proximal to the adapter. The fact that the catheter tip was preserved contradicts the customer's statement that it was not kept. The catheter tip could be recovered (but was not kept). The second catheter tube fragment (approx. 12 cm - 29 cm) was also located on the stylet, which was removed during the analysis in order to examine the fracture surfaces of the catheter tube. Microscopic examination of the fracture surface of the first fragment (tip - approx. 11 cm) showed a very jagged and uneven surface, which also had an offset. The distal fracture surface of the second fragment (distal 12 cm) showed the same characteristics. The corresponding proximal fracture surface, on the other hand, was straight but rough. After removal of the cannula and blood residues, a straight but rough fracture surface was again visible for the third fragment. Microscopic examination of the stylet revealed severe mechanical damage to the green coating along its entire length. The characteristics of the fracture surfaces of the catheter tube and the stylet indicate a combination of mechanical damage and excessive tensile force. The customer stated that they had withdrawn the catheter after approx. 7 days because the catheter tip was in the atrium ("28.3. X-ray check performed - premicath tip in the correct position. On (B)(6) ultrasound examination and routine echocardiography performed by a cardiologist - found that the catheter tip is far into the atrium. Attempted to withdraw the premicath accordingly. This indicates that the catheter was not adequately secured, as it advanced further into the heart after the first check. The customer also stated that withdrawal was difficult ('withdrawal very difficult."). This indicates that excessive tensile force was applied to the catheter tube, resulting in its breakage/snapping. Inserting a stylet into the inserted catheter to pull the catheter, a mandrel was taken from a new premicath and inserted into the lying premicath') is also not intended and could have caused damage to the catheter tube. The unopened sterile samples were from two different batches. The first sample from batch 021024gt showed no defects and the stylet could be removed without any problems. The same applies to the second sample from batch 280824gt. No deviations were found when checking the batch records. The batch complied with the specification and was released. The tensile strength and dimensions of the catheter and catheter components are checked on a random basis. One batch was used for the catheter tube assembly (affected code 6g35961013). The tensile strength value for this catheter tube from batch 0130249 was at least 2.10 n and therefore complied with the specification of at least 1.5 n. There are three further complaints about batch 280824gt, one further complaint about batch 021024gt and eight further complaints about a torn catheter tube for item 1261.306 within the last three years. This query refers to all complaints known to us worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Premicath catheter snapped off while removing. Catheter placed: 28.03, date of event: 04.04.2025. Removal of the catheter tip was necessary, child in stable condition placement of the premicath with 24g needle (not from vygon) on (B)(6) x-ray check carried out - premicath tip in the right place. On (B)(6) ultrasound examination and cardiac echo routine carried out - it was found that the catheter tip was far into the atrium. Tried to withdraw the premicath accordingly. To pull back the catheter, a stylet was taken from a new premicath and inserted into the lying premicath to stabilize the catheter. After pulling back approx. 1 cm of the catheter tip was torn off. The end of the premicath remained in the child. Explantation of the catheter tip from the pulmonar artery in the duisburg heart centre. Child was transferred by emergency. The catheter tip could be retrieved (but was discarded). The child is now doing well again according to the circumstances (B)(6).